Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the insulin pump had unresponsive buttons; they seemed to get stuck when the customer tried delivering a bolus. The customer's blood glucose was 123 mg/dl. The customer stated that in the past they had dropped the device. The customer stated hat there was a scratch or a crack on the screen of the device. They stated it was hard to tell definitively what it was. The discontinuation of the device was advised. Nothing further was reported.